Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the product leaked during chemo use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. The photograph was visually evaluated, and it was noted there was fluid coming from the pump segment and tubing which is a bonded joint. Without a physical sample, it is difficult to determine the exact root cause for this defect. The reported defect is confirmed. Although the defect of leakage was confirmed, the exact root cause was not able to be determined at this time. The provided pictures do not offer the details necessary to determine the root cause of the leakage. No sample was provided for further evaluation. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.